Event description:
The lead was explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. Explant method: intravascular, superior technique/tools: direct traction no complications.

Manufacturer narrative:
This entire form was filled out by manufacturer. Visual inspection under 30x magnification indicates j stiffener wire has fractured approx. 8mm proximal of weld site. The proximal section of j stiffener wire measures approx. 80mm and has migrated down lead body approx. 37mm proximal of weld site. X-ray of lead distally confirms j stiffener wire fracture.